Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing on the right ventricular (rv) lead. The rv lead also had noise, low sensing values and a fracture. It was also reported that the patient had a "suspicious pocket" and cultures were sent for examination. Follow up obtained regarding the cultures indicated that there was no infection present. The implantable cardiac defibrillator (ICD) and rv lead were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the medial segment of the lead was returned and analyzed and no anomalies were found. However, the defibrillator conductor was distorted. The outer tubing overlay had cosmetic environmental stress cracking. Apparent explant damage was also noted. (B)(4) - the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.